Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis with damaged rear housing at syringe cap. During testing, the reported issue was unable to be duplicated. The device was able to pass all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. However, service recommended to install software as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during use, a smiths medical cadd ms3 pump suddenly turned off as infusion was running despite a new battery being placed into the pump a day prior. It was also noted that the pump did not have any error message. No patient consequences were reported. No adverse effects were reported.